Event description:
The customer reported to olympus, the tracheal intubation fiberscope had distal end, bending section and insertion tube defects. Inspection and testing of the returned device found the connecting tube had the coating peel off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide information based on the legal manufacturer's final investigation. The device was returned to olympus. The device evaluation found bending section rubber has cut. Connecting tube has a cut. Connecting tube has coating peeling. Due to a pinhole on bending section-rubber, water tightness is lost. Due to a pinhole on connecting tube, water tightness is lost. Due to a crack on control unit, water tightness is lost. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to a dent on channel tube, channel cleaning brush cannot inserted smoothly. Control unit is sticky due to water leakage. Connecting tube has a dent. Eyepiece has a scratch. A review of the device history record found reviewed DHR of the device and confirmed the device was shipped in accordance with specifications. It was confirmed the subject device did not have non-conformity with manufacture. It has been over 21 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope¿ describes the following warning. 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities olympus will continue to monitor the field performance of this device.